Event description:
It was reported that the patient was having pain in the right knee and discomfort. Revised tibia and poly.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-500, lot eah3c, description: tri prim cem fxd bplt #5; cat 5551-g-299, lot ahjv, description: tri asymmetric x3 patella; cat 5510-f-402, lot s93cp, description: tri cr fem comp #4 r-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding pain and instability involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Insufficient medical records were provided for review with a clinical consultant. Device history review indicate that all devices were manufactured and accepted into final stock with no discrepancies. Complaint history review indicates that there have been no other events for the lot referenced. The cause of the event could not be determined because no root cause for the reported pain and instability could be determined as insufficient medical information was provided. No further investigation for this event is possible.

Event description:
It was reported that the patient was having pain in the right knee and discomfort. Revised tibia and poly.